Event description:
The device was returned to the service center with a customer contact report of n184 (neg. Prox. Occl a nondelivery) error code. This does not indicate a reportable event. However, during verification testing at the service center, the regulator closer was found to be unseated.

Manufacturer narrative:
During testing, the regulator closer was found to be unseated. The probable cause for the unseated regulator closer may have occurred during fluid shield reinstallation. If the fluid shield tab is not aligned properly, it will push the regulator closer and cause the regulator closer to disengage from the chassis post. Upon closing the door lever, the regulator closer will dislodge and move to the front of the chassis post. The customer contact's report of the n184 (neg. Prox occl a non delivery) error code was duplicated during testing. This report represents all the information known by the reporter upon query by hospira personnel.